Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code malf 0 and fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.